Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm. Per reporter, the pump was restarted but the alarm has occurred on multiple occasions. No adverse patient effects were reported. Per reporter no additional information is available at this time.